Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation; one electronic photo was provided and reviewed. The photo shows unsealed packaging tray with different components. Needle was noted to be attached with syringe, port along with catheter, guidewire hoop, tunneler, two non-coring needle and vein pick was noted. No visible anomalies were noted. Therefore, the investigation is inconclusive for the reported suction, difficult to flush and obstruction of flow issues as provided evidence are not sufficient. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during the preparation of implanted port placement procedure in the right jugular vein, the physician noted that the tubing did not flush properly when attempting to flush the cannula. Reportedly, blockage by material similar to the needle tip. Additionally, aspiration remains impossible after removal. Upon inspection, a metal substance was found inside the cannula, obstructing the tubing lumen. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during the preparation of implanted port placement procedure in the right jugular vein, the physician noted that the tubing did not flush properly when attempting to flush the cannula. Reportedly, blockage by material similar to the needle tip. Additionally, aspiration remains impossible after removal. Upon inspection, a metal substance was found inside the cannula, obstructing the tubing lumen. There was no patient contact.